Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in the operating room for a device implant. During the procedure, physician cut through the suture sleeve and outer insulation of the right ventricular lead. The right ventricular lead was replaced. The patient was stable post-procedure. Post-implant check on (B)(6) 2017 showed stable right ventricular lead diagnostics.